Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 700. Based on the photographic evidence the paint was chipping from headlight handle and the seal of the headlight has missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter was hospital's facilities maintenance team. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - powerled 700. Based on the photographic evidence the paint was chipping from headlight handle and the seal of the headlight has missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. T he device has been repaired by replacement of set cover with ext. Handle pwd700/evo (ard368321998) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. To prevent similar incident maquet sas recommends to respect the cleaning protocol avoiding: - prolonged exposure to detergents and disinfectants solutions. - high concentrations. - exposure to heat during the cleaning procedure. - prohibited products. Maquet sas recommends to wipe with a dry cloth and to make sure no liquid residue is left of the device after cleaning. Regarding the broken handle the root cause is a shock with another device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(6).